Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left hip was revised due to suspected trunnionosis. The rep was not made aware if trunnionosis was confirmed, and no intra-operative findings were reported to him. A 36 -5 metal head, accolade tmzf stem, and 36e 0° liner were revised. The devices are allegedly available for return, and the rep confirmed that no further information will be available.

Event description:
It was reported the patient's left hip was revised due to suspected trunnionosis. The rep was not made aware if trunnionosis was confirmed, and no intra-operative findings were reported to him. A 36 -5 metal head, accolade tmzf stem, and 36e 0° liner were revised. The devices are allegedly available for return, and the rep confirmed that no further information will be available.

Manufacturer narrative:
Additional information: update to device information. An event regarding fretting and elevated levels of cobalt in the hip involving accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which concluded that, " review of this additional documentation does not alter the conclusions of my earlier report regarding the right total hip arthroplasty. The additional information regarding the primary and revision left total hip arthroplasty surgery similarly lacks documentation confirming trunnionosis as related to the symptoms leading to revision surgery. No surgical pathology, examination of the explanted components or imaging studies are available to evaluate this clinical situation. " device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported the patient's left hip was revised due to suspected trunnionosis and elevated level of cobalt in the hip. The available medical records were provided to the consulting clinician for a review which concluded that the review of this additional documentation does not alter the conclusions of my earlier report regarding the right total hip arthroplasty. The additional information regarding the primary and revision left total hip arthroplasty surgery similarly lacks documentation confirming trunnionosis as related to the symptoms leading to revision surgery. No surgical pathology, examination of the explanted components or imaging studies are available to evaluate this clinical situation. The event could not be confirmed nor the exact cause of the event be determined because insufficient information was provided. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.